Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a physically damaged l601 and l602 inductosr on the bedside pca. The root cause for the damaged inductors could not be positively identified. No adverse events occurred due to the defective charger.

Event description:
A us distributor reported that a battery charger was unable to power on.